Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2012 that concluded the following: retained testing did not reproduce the customer complaints of unexpected results or start outs with the exception of one quality check code 149. However, returned cartridge testing was able to reproduce the customers complaint in both unexpected results and star outs. The lot is associated with an unacceptable rate of undetected errors when plasma samples are assayed.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a discrepant result on a patient presented with chest pains. I-stat result: 0.10 ng/ml test time: 12:34. Beckman access (lab) result: 0.02 ng/ml test time: unk lab repeat: same draw. Based on the information available at the time, there were no injuries associated with this event.